Event description:
It was reported that the 3.5x12mm rx trek was used successfully to pre-dilate the lesion in the proximal left anterior descending artery. A xience stent was deployed and the 3.5x12mm rx trek was delivered to the lesion to post-dilate the stent. The balloon was inflated to above nominal, but would not deflate. Deflation was attempted with the indeflator and with a syringe, but neither was successful. An 8f guiding catheter was taken to the inflated balloon and the rx trek balloon dilatation catheter was pulled with force into the guiding catheter for removal. The distal shaft separated. The separated portion of the balloon dilatation catheter was successfully removed with the guiding catheter. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported deflation issue could not be confirmed based on the condition of the returned device. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In the event of catheter damage / separation, recovery of any portion should be performed based on physician determination of individual patient condition and appropriate retrieval protocol. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force used to pull the inflated balloon into the guiding catheter. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.